Event description:
It was reported that the drain volume (dv) equaled 3049ml during drain four of five on the homechoice (hc). The patient was connected at the time of the event. The technical service representative (tsr) reviewed the program and the fill volume (fv) equaled 1900ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.